Event description:
The patient reported a loss or change of therapy. She noticed she was having trouble voiding and needed to push to void. She went to try and turn stimulation up, but was unable to due to the programmer batteries needing to be changed. She changed to new batteries and saw the regular programming screen. She stopped feeling stimulation two to three days prior to (B)(6) 2016, but therapy was found to be on. In the past, she always felt stimulation at 1.2 volts and when she would cross her legs she always felt it in her foot. If she decreased to 1.1 volts she would feel it in her toes and had to push a little bit to void. The patient kept stimulation low because otherwise it was overwhelming since implant. Her healthcare provider (hcp) also told her to keep it on program 4. She increased stimulation to 1.2 volts on (B)(6) 2016 and she was feeling stimulation in her groin and mainly in her back where the implantable neurostimulator (ins) was located. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.